Event description:
Customer reported that pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to confirm that the pump was not connected to a power source and to press the button firmly, but this did not resolve the issue. When instructed to connect the pump to a power source using known working charging supplies, the pump screen turned on. The pump was in the middle of updating when the screen displayed, and with the screen now functional, no further actions were needed. It was believed that the button was not being pressed down all the way initially.